Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer states that sensor glucose was 20 and blood glucose was 300 mg/dl and was also 400 mg/dl. Customer was having problems with sensor and transmitter and was not able to test with test plug since he did not have one. Customer was educated on sensor and was advised that test plug would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.